Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had experienced a sudden return of symptoms and not feeling stimulation as much in (B)(6) 2018. For troubleshooting, they had increased their stimulation setting and that helped with symptom control. No further patient complications are anticipated or expected as a result of this event.